Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 12 days post radiofrequency ablation, the patient was noted with a small second degree burn on the right thigh where the plaque was placed. Noted that the procedure was uneventful, and observed that the patient return electrode was wetter than normal. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.